Event description:
Additional information was reported that the original information had the incorrect lead information. The right atrial (ra) lead was able to be reused, and remains in-service. However, it was the right ventricular (rv) lead that had pulled apart, and was surgically capped and replaced.

Manufacturer narrative:
At this time, the product remains capped and implanted. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that during device change out there was a stuck setscrew. They tried rotating the wrench at an angle and lubrication, however they ended up drilling and cut back the header to push the pins out. The right ventricular (rv) lead was reused, but the right atrial (ra) lead had pulled apart so was surgically capped and replaced. Device was changed to another manufacturer device. No adverse patient effects were reported.